Event description:
Clavicle pin broke during removal. As a result of the break, the pin could not be removed. It was reported that the bump on the end of the pin had been bothering the patient. The caused, a surgical delay of 20 minutes.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The investigation was limited to review of the information provided, as part and lot number required to review the device history records was not provided. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.